Event description:
It was reported that this right atrial (ra) lead had fracture. In addition, this lead exhibited low impedance, no sensing and no capture. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.